Event description:
Additional information was received from the patient who reported that he was in so much pain from the pump not working and he wanted the pump removed. He also mentioned throwing up, a bad night of sleep last night, having cancer/doing chemo, and what sounded like parkinson¿s. Per the patient, the pump had dilaudid, an anesthesia medication, and a medication for the cancer. When asked the doses/concentrations the patient stated that he didn¿t know but ¿its high¿. Per the patient, he was having an appointment with his hcp (healthcare provider) tomorrow and he was having ¿it reset tomorrow¿ which was believed to mean that he was having the medication adjusted. The patient mentioned no trauma but had significant weight changes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) and an unknown medication via an implanted pump for non-malignant pain. It was reported the patient was having ¿nothing but trouble with the pump¿. The patient had a flowonix pump prior to the current pump and had no issue and had external device, that all they had to do was push button. It was noted now they have a handset which takes forever to connect and had to have it in the exact right spot. It was reported it was showing "error, call medtronic" (patient unable to confirm other information as it was not currently on screen). The patient had been in "unbearable pain" since pump has been implanted, like they were before surgery, feeling "no relief at all¿. The patient saw their healthcare provider (hcp) yesterday who "upped the medication and said this will help you a lot" but it has not. It was noted at refill, when medication was removed from pump, "it should have been shorter" (patient services believed the patient meant hcp withdrew more medication than expected from pump). The patient was redirected to the hcp. It was recommended the patient document exact error message on handset and call back for further troubleshooting. It was also reported the patient had rods and screws in back from neck to tailbone. The pump had dilaudid and "something from anesthesia in it".